Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported unexplained high blood glucose of 208mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.